Event description:
During surgery, it was reported that a m1000 was displaying high impedance. Pin reinsertion and back pressure relief were performed. The previously implanted generator was retested and no impedance issues were observed. Another m1000 was implanted and no issues were observed. The suspect m1000 has not been received to date. No additional relevant information has been received

Event description:
Per hospital policy, explanted devices were discarded. No additional relevant information has been received.

Event description:
Additional programming data was received for review.